Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose ranged from 90 mg/dl to 475 mg/dl. Reportedly, customer changed the pump supplies, resumed insulin delivery and continued to use the pump for insulin therapy.